Manufacturer narrative:
D4, 10; h4, 6; info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that the blade was broken. Another like device was used. There was no pt consequence.